Event description:
A female with numerous pre-existing medical conditions including diabetes and poor circulation used thermacare pain relieving heatwrap, back, size l/xl and experienced a third degree burn. Extensive medcial records revealed one notation mentioning treatment for burn by her physician in 2003, in which the eschars were sharply debrided. There was no other mention of treatment or outcome for burn in medical records provided. Event verbatim: third degree burn left flank 1.5cm and 1cm in diameter, full thickness, skin loss; open wound; injuries; pain, soreness; discomfort, uncomfortable to lay on back; anxiety; embarrassment; difficulty in sleeping; diminished capacity for work, labor and pleasure; chemical burns; scars, permanent scarring; complicated cholecystectomy, compounded difficulties facing that surgery; couldn't dress normally; suffered inconvenience; trouble having normal marital relations; damaged; burn back; two areas of eschar left flank 1.5cm and 1cm, eschar is thick; drug misadministration (contra-condition) (diabetic) (poor circulation); burning-skin; (burn) hole in back; (back) pain-skin. The wrap had come open and the disc came in contact with her back. Treatment included debridement at the physician's office. The case outcome was improved.